Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08710 inches. The vibrate motor functioned properly during the self test. No vibrator anomaly noted. Device was programmed with a test guardian 3 link transmitter and a test plug. Device communicated properly with the transmitter and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device was monitored for a day while connected to the test transmitter and test plug. No unexpected calibration not accepted alarm or sensor errors noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had vibrate anomaly. The insulin pump did not vibrate during self-test. Second test was performed and it did not vibrate. Customer stated that the insulin pump did not alarm during delivery. No harm requiring medical intervention was reported. The device will be returned for analysis.